Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) procedure interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 18f and the evar procedure was completed. Hemostasis was achieved with the two pre-placed prostyle sutures. Additionally, at the left common femoral artery access site using an 7f sheath, it was reported that after step 4, something felt strange with the lever of a prostyle device. The physician opened and closed the foot several times and did not work as usual. An attempt was made to remove the device but when the attempt was made, the metal part of the device separated from the sheath. As the guide wire was removed, the physician decided to open surgically in order to remove the part of the device that was inside the patient. Once the prostyle device was removed, the physician saw that the artery was a little damaged [tissue damage]. They placed an 11f introducer to continue with the procedure. After the aortic prothesis implant without complications, the physician used a stent in other to repair the vessel damage and closed the access site surgically without any consequences. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.